Event description:
The complainant reported that the automated impella controller (aic) experienced a battery failure red alarm. No clinical details regarding patient condition or resolution were provided.

Manufacturer narrative:
The investigation for the reported aic - battery failure (red alarm) issues has been completed. The controller device has been returned for evaluation. Aic logs confirmed the reported failure. There was a battery failure alarm (transport connection blown/ missing ¿ event set #360) due to low pack voltage. The failure mode was reproduced on an engineering bench. The battery 1 pack voltage was measured to be 3.5 v rather than the expected 16 v, and the battery lcd indicator was blank (fully discharged). Batttest showed battery 1 had cell imbalance. The battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure and a depleted battery. This report is being filed as part of a retrospective review of historical records.